Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was reproduced by manual pocket manipulation. No intervention was performed, and the patient will be monitored routinely. The patient was in stable condition.